Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The unit returned has wire broken but only the proximal side was received. The wire was broken on 196 cm from proximal section to broken section, overall length should be 330 cm, the other part of the device was not returned. It was found evidence of rotational wear in the broken section. Dimensional inspection revealed that the overall length was unable to measure due to the condition of the device (broken). The outer diameter of distal tip as unable to measure due to the condition of the device (broken). The outer diameter of middle of device and the proximal section are within its specification.

Event description:
It was reported that the guidewire fractured. A 1.25mm rotalink burr and rotawire and wireclip torquer was selected together for the procedure. During preparation while the system was being tested, it was noted that the wire was broken into two. The remaining wire was pulled out from the patient. The procedure was completed with a different device. No patient complications were reported. However, it reported that the there was no additional intervention done to remove the detached wire. The wire was able to be pulled out from the remaining piece still outside the body. It did not break inside the body. The patient was fine post procedure.

Event description:
It was reported that the guidewire fractured. A 1.25mm rotalink burr and rotawire and wireclip torquer was selected together for the procedure. During preparation while the system was being tested, it was noted that the wire was broken into two. The remaining wire was pulled out from the patient. The procedure was completed with a different device. No patient complications were reported.